Manufacturer narrative:
No allegation of product malfunction has been reported, no x-rays were provided to confirm the alleged event. Product remains in-situ. Product remains in-situ.

Event description:
On (B)(6) 2016, patient underwent an anterior cervical discectomy and fusion procedure. As per reporter approximately 5 weeks postoperatively radiographs indicated acute kyphotic deformity and a vertebral body fracture was noted at c4 level. Patient underwent a cervical CT scan for further evaluation and was prescribed a cervical collar. Surgeon has discussed the need for revision procedure. No revision procedure has been reported.